Manufacturer narrative:
Insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Device had intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Device received with cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported she was in the hosp because of a low blood glucose. Customer stated that the insulin pump was not working and customer attempted to treat herself but did not have any long acting insulin and gave herself too much fast acting insulin. Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer was staying with a friend who found her unconscious and called 911. Nothing further reported.